Event description:
Following the information reported, the patient's leg was trapped by the maxi move's lifting arm, which allegedly lowered unexpectedly around 20 cm. No injury was claimed. The event occurred after the transfer of the patient from the sofa to the stretcher, when the sling was removed. The device was quarantined after the event.

Manufacturer narrative:
The initial evaluation performed by the arjo technician revealed that the device has signs of wear. Further, the functional testing was conducted and no functional problems were observed. The device operated properly, the event was not recreated during testing. The maxi move is a passive floor lift used with the sling to transfer the patient. Due to the adjustable jib, the patient can be raised/lowered from and to the intended place (bed, chair, floor etc.). There was one hypothesis mentioned by the arjo technician and further confirmed as probable by the arjo engineer. It assumes that during lowering, the part of the floor lift caught on the edge of the bed preventing the movement of the lift until the lift was taken away from the obstacle. At the moment of blockage, the accumulation of the strap inside the column could have occurred and, when the obstacle was taken away, the lift lowered unexpectedly as a slack on the strap was released. The operating and product care instructions dedicated to maxi move (04.km.00/1.gb) states: "great care should be taken not to lower the spreader bar, or stretcher onto the patient or any other obstruction." This hypothesis could not be confirmed as the customer did not inform about any obstacle that blocked the floor lift movement. To sum up, the device was used with the patient when the event occurred. As the unintended lowering occurred, the device did not meet its specifications. The complaint decided to be reportable due to allegation concerning the patient's leg entrapment by the maxi move's jib.

Event description:
Following the information reported, the patient's leg was trapped by the maxi move's lifting arm, which allegedly fell on the patient. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided to the final report.